Event description:
Balloon catheter was advanced during procedure to dilate existing l [left] renal stent. When attempting to deflate and remove the balloon catheter, the catheter shaft broke with the balloon partially inflated, making it difficult to remove. When the balloon catheter was inspected, significant bunching of the catheter was identified.